Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what most likely caused or contributed to the vibration or buzz over the implant site, they responded it was a first use sensation that was normal. When asked if they had any other occurrences of this issue since they had last spoken with the manufacturer and stated the vibration/buzz/discomfort had gone away, they replied, "yes. Only when making the intensity level too high." They confirmed they had contacted the doctor who managed their device about the issue, and had an appointment on (B)(6) 2021. When asked what steps were or would be taken to resolve the issue, they stated, "scheduled to attend q&a, and instructional class on (B)(6) 2021." Device removal or replacement was not planned.

Event description:
Additional information was received from the patient. They reported that the cause of the overstimulation (intensity level being too high) was determined to be intensity level too high. Lowering the setting back down resolved the overstimulation, vibration/buzz, and discomfort. The issue was confirmed resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by a patient, when patient services was walking them through how to connect to the implant, that they felt a vibration or buzz over the implant site. The patient confirmed it was a momentary feeling of discomfort but that it had since gone away. The patient stated that this issue had started earlier that day. Patient services reviewed that the patient would want to be feeling stimulation in the bike seat area and that it should be comfortable. Patient services also reviewed how to increase, decrease and change programs if needed. The patient stated that the stimulation was currently comfortable and that they would speak to their doctor if a program change was ever needed.